Event description:
It was reported that stent damage occurred. A 3.00 x 48mm synergy xd drug-eluting stent was selected for use. However, during the preparatory stage, it was noted that the stent edge near the distal was lifted when it was taken out from the hoop. The procedure was completed with another of same device. There were no patient complications nor injuries reported.